Manufacturer narrative:
Product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the settings not available/oor message was the high impedances but the rep did not know what was causing the high impedances. The rep said the hcp replaced the lead on saturday (B)(6) and now all impedances were normal. It was noted that the settings not available/oor message and the high impedances were resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The consumer reported that there was a settings not available message. The consumer noted that the patient was just programmed monday. The consumer reported that they called a manufacturer¿s representative (rep) and was told they needed to meet in person. The consumer reported that they were scheduled for an appointment with their healthcare provider (hcp) for next tuesday. The consumer reported that the vibrations were low and the patient couldn¿t increase. The consumer also reported that after programming the ins would be fine, then a few days later, it didn¿t work properly. No further complications were reported.

Manufacturer narrative:
Product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the healthcare professional cut the lead on purpose in 2 places while removing it so they ended up just discarding it. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that there was a settings not available screen on the controller and an out of regulation (oor) message on the tablet. It was noted that the ins was set to 300us and 40hz. It was reported that the patient was reprogrammed to try to work around the issue, but the patient was limited to around 7ma. It was reported that contact pairs 0/3 and 3/6 had elevated impedances in the 3000 ohms, which is limiting the output. It was reported that contacts 1, 2, 3, 4, 7, and 15 had elevated impedances at over 40k ohms and there appeared to be an open circuit. It was reported that the patient would see their neurosurgeon on (B)(6) 2019 and they would consider replacing the surgical lead due to the elevated impedances and open circuits. No further complications are anticipated.